Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to atrial fibrillation (af). Technical services (ts) discussed programming options and noted that there were no programming options based on the heartrate during af. Other medical management was discussed. No adverse patient effects were reported.